Manufacturer narrative:
The pump gave an alarmed during the basic occlusion test due to a protruded/loose drive support disk. The pump was received with a partially broken reservoir tube lip, broken battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a missing end cap sticker, a cracked case, and a stained address/serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Customer also reported insulin was squirting out of the insulin pump. Customer's blood glucose was 151 mg/dl. Troubleshooting found the customer's drive support cap was sticking out. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.